Event description:
A customer contacted bayer after her friend noticed her contour readings contained a decimal point. It was discovered during the call, the customer was using a (B) (6) contour meter. The customer stated that her doctor had given her the meter. She was not aware the meter was reading in mmol/l until her friend noticed, but no adverse events were alleged. The customer was advised to return the meter for eval. A replacement meter was sent to the customer.

Manufacturer narrative:
The meter serial number was not obtained during the call, so it was not possible to determine the MFR date.